Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 5 of 6 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of 5 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 6 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted in any of the events.